Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks for amplitude changes that were felt to be posture related. Programming changes were made to primary sensing vector. Additional information was provided a couple years later that this patient was shocked 14 times. This patient has a non boston scientific cardiac resynchronization therapy pacemaker (crt-p) in addition. Smart pass had been disabled when shocked in november but now is programmed on. This patient experienced an atrial arrhythmia which had normal sensing with intrinsic conduction however, small r wave and t wave oversensing was observed. Alternate vector was deemed to be not a viable option. Technical services (ts) discussed programming options including increasing the rhythm zones. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.